Event description:
On 06/14/1997 at 5 pm, a 1600 cc total parenteral nutrition bag was hung to infuse at 67 cc/hr. On 06/15/1997 at 12 noon, a nurse noted that the bag was empty and questioned when the new total parenteral nutrition bag would arrive. The first nurse overheard this and realized that the infusion should not have been completed that soon. Bio-medical engineering attempted unsuccesfully to reproduce the reported error, or any error. The pump operated well within MFR's specifications. The MFR's technical support dept was consulted and again no malfunction was identified. It is highly unlikely an isolated incident of overinfusion would occur since infusion rate is microprocessor controlled and monitored. An error would at the very least show up in the alarm history as an error code (there was none) but more likely would shut down the pump until repair was effected. It is possible that the tubing set or the delivery bag were to blame, but those are not available for inspection. Pt was not injured. This is a voluntary report.